Event description:
A 3.5mm diameter by 15mm length s7 stent delivery system was inserted to treat a lesion in the mid-left anterior descending coronary artery. The lesion was pre-dilated with a 2.5mm by 15mm ptca balloon prior to the insertion of the stent delivery system. It was reported that under fluoroscopy the deployed stent had a "dog bone" shape appearance and was not evenly deployed at the target lesion. Subsequently, a 3.5mm by 15mm ptca balloon was inserted in the deployed stent to fully implant the device. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event. A cd-rom of the procedure revealed that the middle of the balloon did have a slight indentation during the deployment of the stent. The deployed stent had a slight narrowing in the center of the stent at the area of stenosis. The instructions for use were not followed for 1:1 pre-dilatation, therefore, likely contributed to the stent delivery balloon's performance during deployment of the stent.